Manufacturer narrative:
The insulin pump was received with intermittent esc, act, and up arrow button response due to flattened button dome switches. The lcd keypad connector was not found unlocked during visual inspection. The pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 86 mg/dl. The customer stated that the buttons are sticking and would not work like normal. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.